Event description:
On (B)(6) 2012, customer initially contacted beckman coulter to report carbon dioxide (co2) calibration failures; but when questioned about results, customer stated that the dxc 800 pro generated low anion gap results. Customer could not identify if the low anion gaps were caused by sodium (na), chloride (cl) and/or co2. The results were not reported out of the lab. When the low anion gaps were noticed, the samples were repeated on another dxc instrument in the lab, and those results were reported. There was no initiation or change in patient treatment based on the erroneous results. No actual data was available and the customer did not provide the number of patient samples that were affected. Customer stated that rerun results more closely matched previous results (delta check). It is unknown if the magnitude of difference exceeded assay precision claims. Na quality control on the day of the event exhibited imprecision. Cl and co2 quality control were within lab-established ranges on the day of the event. Field service engineer (fse) inspected the instrument and found a leak in the co2 alkaline buffer line. Fse resolved the leak, cleaned the electrolyte injection cup and re-membraned the co2 electrode. Fse verified performance. No further issues were reported.